Event description:
Endo gia 30 - 3.5mm internal stapling device would not release -open- from the tissue after 2nd firing of device. It is a multifire device. It was being used on a laparoscopic appendectomy. The stapler jaws had to be pried open by the surgeon from the appendiceal stump. No adverse effect on pt.